Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the day of injection with juvéderm vollure¿ xc in the lips, the patient experienced severe swelling and was admitted to the hospital. The patient received epipen and steroid pack as a treatment medication and was discharged the next day. The patient was on ace inhibitor and thinks it may have interacted with the injection. It is unknown if symptoms have resolved.